Manufacturer narrative:
It was reported that the piece came out and remained in the ear while the patient was trying to remove the receiver from the ear. The receiver is received by the manufacturer for the analysis. The initial analysis of the returned receiver shown that there was a lot of debris of the epoxy inside of the device. The epoxy had yellowing discoloration and seemed quite soft, while normally it is clear and transparent and has a high hardness. Such changes to the epoxy are typical when it comes into contact with cerumen. Additionally, the two parts of the broken receiver housing were not fitting well together and a complete closing was only possible by strongly squeezing them together. Risk of receiver remaining in the ear has been already considered in the hearing device risk file analysis. This risk has been also already considered in the manufacturing process chain risk analysis. Risk control measure includes 100% visual inspection, where the gluing gap between the housings get checked. A CAPA is intitated to investigate this issue. This is the final report.

Event description:
The patient (74-year-old male) wearing lumity l90-r hearing aids with 2m receiver with a medium vented dome came to the audiology clinician with a portion of the hearing aid receiver stuck inside the ear. The clinician was able to remove the piece from patient's ear. The clinician reported that the receiver was replaced mid. (B)(6) 2024. The follow up was initiated. The device was requested to be sent for analysis. It was reported that the patient does not experience any residual pain or injury post-removal. This is an initial report. The follow up is ongoing